Manufacturer narrative:
No purchased information provided,unable to determine if the product used by the customer is an authentic product,and no lot number was provided, unable to effectively verify and confirm customer feedback.

Event description:
Event details: my daughter was sick so I ordered covid test to be delivered to her home. She took five tests and all of them said she was negative covid. She went to the doctor today and she has covid. So those tests were inaccurate and I would like the purchase refunded.